Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, serial# implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in basic evaluation. It was reported that patient was having some pain and some feeling of sick to his stomach when he increased stim this morning. Patient mentioned he had prior diarrhea issues and he currently not having now. A couple days later, patient reported he had not had bowel movement in 48 hours. He had blood and tightness in rectum. He had bleeding when wiping and stated he was very itchy on his back. He was not feeling stim and found the stim was completely off. Patient stated his buttock was very sore and he concerned that he was not sure if something or wires had moved as stim had move from one side to another and he was feeling it at a lower stim than before. At about a week later, patient further reported that device would turn itself off when he tried to raise it. He tried resetting it a few times and for some reason it just kept going out and locking up. An error code 22 on programmer was noted. He was seeing ¿looking for device¿. Patient was instructed to taking out the controller batteries and reinserting them. Patient then stated he was seeing the system problem 2017 code 77. It was noted that this instruction did not resolve the reported error code. Patient indicated he had already attempted to take out batteries in controller but was still seeing this code. Patient had trial started on (B)(6) 2017 and was ending the next day. Patient also reported itching and scratching at the external neurostimulator (ens) site. He would sometime press on it to relieve the itching. Patient confirmed that he was seeing code 20 on (B)(6). Patient also mentioned he changed to new fresh batteries yesterday but was seeing on the controller that one battery icon was completely empty and one was ½ full. He did not understand why that would be. Patient services reviewed battery icon meaning and patient confirmed he was seeing ens battery icon was empty. Patient stated he never ended up calling the healthcare provider (hcp) about this issue since they were already closed and he would be seeing them on the day of this call. There were no further complications that have been reported as a result of this event.